Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an infection at the ipg site. In turn, the patient had the system explanted in 2020 (exact date of explant is unknown). Infection was treated with antibiotics.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.